Event description:
It was reported that the patient experienced shocks due to noise on the lead. The patient decided to leave the hospital against medical advice with tachy therapy disabled and inappropriate lead function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.